Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but release criteria was not met. The closure device was fully recaptured and removed from the patient. Upon removal of the wds it was noted that the marker band was damaged/deformed. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.